Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a (B)(6) male had two valves explanted after an implant duration of approximately four (4) years and eight (8) months. The reason for explant is unknown. The explanted 25mm aortic valve was replaced with a 25mm same model aortic valve and the explanted 27mm mitral valve was replaced with another 27mm bioprosthetic valve. There were no reported complications. This report covers the explanted aortic valve, a separate report will be filed for the explanted mitral valve.

Manufacturer narrative:
DHR review. Additional manufacturer narrative - attempts to obtain additional information and device have been unsuccessful. Without additional information or return of device the reported explant cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Additional information will be reported if received.